Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted after developing a driveline infection. The patient underwent incision and drainage procedures two times. The patient was on IV antibiotics (cefipime). The patient will continue to be monitored. No additional information was received.

Manufacturer narrative:
The patient's sex and weight were not provided. Approximate age of device: 2 years and 2 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's' investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.